Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. . Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/07/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no evidence of a loss of prime issue. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated loss of prime warnings. The force sensor calibration measured within specifications. The complaint was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. (B)(4).